Event description:
Several reports were received stating the images were appearing differently from what they expected, or what they were used to seeing in the older software version. In one instance, this reportedly led to a surgeon doing the first surgery on the less serious of the 2 sinuses, where the intent was to do the first surgery on the more serious side.

Manufacturer narrative:
The manufacturer's investigation determined that the software on the pacs system did not operate as the user expected, but did operate per specifications and labeling. Although, the image was displayed counter to the users' expectations, the "left/right" markers were correct and prominent. The software contains a macro function, "wizards" that allow the user to automatically change the orientation of images while saving them. This function is clearly described in the user instructions. Although, the investigation determined the device functioned according to specifications, the manufacturer is filing this event, conservatively, due to the alleged surgery beginning on the less serious sinus first, when the intent was to begin on the more serious sinus first.